Manufacturer narrative:
The reported complaint was not verifiable. Multiple diligence for part return were unsuccessful so an evaluation could not be completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per manufacturer's subsidiary, the distributor conducted service on 28jan2020 and verified that the message was still being displayed. The pump was replaced. This complaint is related to (B)(4) / medwatch # 1828100-2020-00033.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure (cpb), the roller pump had a 'service pump' message . As mitigation, the perfusionist configured it from cardioplegia to the sucker pump. There was a 15 minute delay. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient. Per clinical review: the clinical team had an incident with their roller pump during set-up for a cpb procedure on (B)(6) 2020 that caused a 15 minute delay. The information available was that the user had a service pump alarm message on their cardioplegia pump. The calculated flow was still accurate and the control was able to be performed by the central control monitor (ccm). The team did not exchange the pump and decided to use it for the case. Additionally, the unit was used throughout the procedure without issue and the service individual did exchange it with another six inch roller pump after the procedure. There was no harm or blood loss due to this issue.